Manufacturer narrative:
Though requested, the product has not been returned for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable. Further investigation is underway.

Event description:
A user facility in (B)(6) reported problems with a vitrectomy cutter. The surgeon reported that at 5000cpm the cutter was cutting intermittently, and then gradually becoming weaker and then suddenly full power again. The surgeon reduced the cut rate to 1000cpm and gradually increased the setting. The cutter worked fine up to 3000cpm, and then the issue presented again from 4000cpm onwards. A new pack was opened and the cutter was replaced with the one from the new pack. The case proceeded on as usual with no further events. The surgery was completed successfully, and there was no effect on patient.

Manufacturer narrative:
The product evaluation was completed on 02oct2018. One 25ga vitrectomy cutter was returned loose in a plastic bag along with a bl5525wv pack label from lot w0834. The expiration date on the label is 18may2019. The tip protector was not returned. The needle was bent/curved with the port window in the opened position. There was dried solution in the tubing, and the assembly looked used. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle does not reach the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance due to binding between the inner and outer needle assemblies causing resistance and friction. Due to the returned condition, loose in a plastic bag with no tip protector, the cause of the bent needle cannot be determined. Review of the complaint database revealed there have been no other complaints for reason "cutting problem" submitted against lot w0834. CAPA 610815 was closed on 06july2018 but was still open when lot w0834 was manufactured in december 2017. Per CAPA 610815 and qcr (B)(4) the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5525wv. The first lot of bl5525wv that was built with the vitrectomy tubeset enhancement was lot #w1875 in june 2018. Any bl5525wv product with lot number w1875 or higher will include the vitrectomy tubeset enhancement. The returned cutter did not work during functional testing, however, we are unable to determine if the nonfunctional cutter was caused by insufficient return packaging. As such, we are unable to determine the root cause due to the condition of the returned product. The investigation is complete.